Manufacturer narrative:
The device was returned assembled. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly, examination of the device revealed depositions of loosely coagulated blood within the outflow elbow and throughout the body of the pump. These depositions were not adhered and their lack or structure indicates that they developed acutely, potentially as a result of blood being left in the device at explant. No developed depositions or adhered thrombus formations were identified. A correlation between the patient¿s infection and the observed depositions could not conclusively be established through this evaluation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to data recorded during the manufacturing process and the pump operated as intended. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records including the sterilization and packaging documentation found no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 8 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump pocket infection that was first diagnosed on (B)(6) 2016. Antibiotic treatment was provided; however, the infection did not resolve. On (B)(6) 2016, it was reported that frank pus around the lvad pocket was confirmed. The patient received a pump exchange on (B)(6) 2016. No additional information was provided.